Event description:
During follow-up on (B)(6) 2014, a message indicated parameters were changed: pacing mode was originally programmed to safer mode, but it was changed to vvi with basic rate 60ppm at the interrogation. Settings in brady and tachy parameters were also changed nominal values. It should be noted the device was also interrogated on (B)(6) 2014. The expected parameters were found at that time.

Event description:
During follow-up on (B)(6) 2014, an message indicated parameters were changed: pacing mode was originally programmed to safer mode, but it was changed to vvi with basic rate 60ppm at the interrogation. Settings in brady and tachy parameters were also changed nominal values. It should be noted the device was also interrogated on (B)(6) 2014. The expected parameters were found at that time.